Event description:
Related manufacturer reference number: 2017865-2022-19603 it was reported a patient's implantable cardioverter defibrillator (ICD) presented with post-sensed t-wave oversensing (pstwos). The right ventricular (rv) lead also had r-wave amplitude variation so the settings could not be appropriately adjusted to restore normal parameters. Further changes were suggested but not reported. The patient was discharged.

Event description:
New information received notes the right ventricular (rv) lead was explanted and replaced in a procedure on (B)(6) 2022 due to excessive noise and poor sensing. Post-procedure the patient was discharged.